Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the back side of case and battery cap and critical pump error (open book image) alarm observed on (B)(6) 2023. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Pump fails sleep current test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of pcba 1, pcba 2, and lcd connector/traces. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor zero offset within specification 24 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, debris under window, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and partially stained serial number label. Cosmetic damage was confirmed at the back side of case. Cosmetic damage at the retainer ring was not confirmed, however, other cosmetic damage was noted. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Moisture damage confirmed on pcba 1, pcba 2, lcd connector/traces. Sleep current anomaly confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the safety notification for the battery cap and reported damage to the insulin pump battery cap contacts. The customer reported an open book image alarm. It was reported that the insulin pump performed safety checks and the error was found. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to the back up plan as per instructions and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.